Event description:
According to the report testing showed ten electrode channels had high impedance. The pt has receovered from an infection of the ear, however all swelling is rpeorted to have subsided.